Event description:
I bought two squishmallow theme toothbrushes for my 8-year-old twin girls. These are new on the market and I noticed after a few weeks of use; the brush heads were causing the bristles to get moldy. My girls clean their toothbrushes thoroughly but they are putting the brush head on when the bristles are still a little damp (unavoidable). I reached out to the company and they didn't seem to care about the mold and said it was the first they've heard of it. I tried giving them the benefit of the doubt citing that perhaps it's because we live in (B)(6) and it's humid here, but I'm not sure if that's even relevant. Both twins have had multiple colds/sore throats over the past few weeks. Twin 8-year-old girls. Ref report: mw5170893.